Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney did allege revision surgery for injuries however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. On (B)(6) 2011: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney did allege revision surgery for injuries however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 10 months post implant of composix kugel mesh, patient was diagnosed with adhesions, fibrosis, abdominal pain and migration thereby underwent repair with removal of mesh. Per op notes, "the mesh was found to be detached around the edges of abdominal wall." The instructions-for-use supplied with the device list adhesions as a possible complication. Note, the manufacturing date (15-apr-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. (B)(6) 2011: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the composix kugel. The patien'ts attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated omentum in umbilical hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, "ischemic fat in the hernia sac attached to the umbilicus was removed and the defect was noted. Another defect was noted to the right lateral side of umbilicus. Then a composix kugel mesh was placed under the fascia and tacked the fascia edges to the mesh using sutures." (B)(6) 2011 - patient was diagnosed with chronic abdominal pain, adhesions and ventral hernia thereby underwent laparoscopic repair with explant of composix kugel mesh. Per operative notes, "multiple adhesions to the midline and previously placed mesh was noted. The mesh was found to extend around umbilical area and adhesiolysis was performed. The mesh was found to be detached all around the edges of abdominal wall and this was removed. The defect was seen to the right and above umbilicus therefore a synthetic mesh was then placed." Attorney alleged that the patient had adhesions, mesh migration, pain and hernia recurrence.